Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexplained no delivery alerts and has to rewind process over to make the insulin pump work again. Customer also reported that insulin pump was louder during rewind. Customer's blood glucose level was unknown insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, device received with loud motor noise during rewind due to faulty motor. No excessive no delivery alarm noted during the testing.